Event description:
Adjustment screw broke and arm assembly dropped. Pt's arm was not strapped in. No injury was reported. Pt was evaluated by a physician confirmed that no injury occurred. Event was initially determined unreportable. Was later determined reportable during a review of complaints on 3/4/98.